Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 45 stapler to perform failure analysis (fa). Fa was able to confirm via system logs the reported complaint but could not reproduce the issue during in-house testing. The instrument was found to have an unclamp failure based on log review, that was not replicated in-house. Logs displayed 1 unclamping failure with error code 22030 and p1 value of 2, which confirms an unclamping failure.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler had an error 23065 after stapling. The customer was able to staple and cut but the instrument had to be opened manually. No specific details on how the customer was able to open the jaws of the stapler. The user completed the procedure with no further issue reported. No fragment fell inside the patient.